Manufacturer narrative:
When the angioguard reached the lesion in the inner carotid artery, the physician found that the tip of the guidewire was stretched. It was noted that there was no difficulty advancing the device and it did not pass through any acute bends. The product was removed from the patient without any difficulty and another one was used to complete the procedure. One non sterile angioguard was received coiled inside of a plastic bag. The capture sheath was received with blood residuals and without any visual damage. The filter basket was received deployed and without any visual damage. The distal tip was received with a stretched condition. No other visual anomalies were found in the unit received. The device was observed under microscope and the deployment sheath tip was found damaged. No other anomalies were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01400119. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as distal tip unraveled/stretched was confirmed due the received condition of product. Clinical and procedural factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
When the angioguard rx reached the lesion in the inner carotid artery, the physician found that the tip of the guidewire was stretched. The lesion was 4mm in diameter. The product was removed from the patient without any difficulty and another one was used to complete the procedure.